Event description:
It was reported that during a routine pulse generator changeout due to an elective replacement indicator, the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.